Event description:
It was reported that the event occurred during usage. Blood was leaking from the hub and a visual crack was found on the hub at the time. As a result, the device was removed and a new kit was opened and used with success. There was no delay in therapy. There was no report of pt death, complications or injury. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.